Manufacturer narrative:
Product complaint #: (B)(4). Device was used for treatment, not diagnosis. Investigation summary: the device was received and evaluated at the service center. The customer reported an article defect, defects were found with the device during evaluation, therefore we can confirm this complaint. Upon testing, the device was found to be displaying an unspecified error code. It was further found that the motor did not turn smoothly as it was corroded. Also the resistance value of the keypad of the hand control set was out of specifications and there was a short circuit in the motor cable. The motor, motor cable and the hand control set were replaced and the device was cleaned, tested and found to be fully functional. Fluid ingress into the system and contact with the motor is responsible for the corrosion of the motor and would have caused the damage to the motor cable, resulting in the short circuit. The corroded motor has a tendency to stick and not turn. However, given the information provided we cannot discern a definitive root cause for the defective keypad of the hand control set. The damaged components of the device would have caused it to display the error code. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 07/16/2018 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by affiliate via phone, that a fms tornado micro handpiece with buttons was defective. No surgical delay or patient consequence reported.